Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during testing, the display was found to be dim, faded, and discolored. Additionally, evaluation revealed that the battery compartment was cracked along the side starting from the case seal. Unrelated to the complaint, evaluation revealed that the keypad cover was torn. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any button contacts. Also unrelated to the complaint, evaluation revealed that there was corrosion under the internal clock battery. (B)(6).